Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was performed emergency surgery due to a fracture of the right femur on (B)(6), 2022. The urinary catheter was indwelled before the operation. Before the operation, the outer packaging of the urinary catheter was checked to be intact. After lubricating the urinary catheter with paraffin cotton balls, the operation began. The catheterization process was smooth, and the drainage of urine was good. 25ml of normal saline was injected into the balloon to fix the urinary catheter. The volume of the balloon was about 30ml.patient returned to the ward after surgery. On (B)(6), the doctor ordered to remove the urinary catheter, when the nurse used a syringe to extract the fluid in the balloon, it was found that the liquid could not be drained out and the catheter could not be removed even though with several attempts. Finally, the patient was returned to the operating room, and the urologist used a ureteroscope to pull it out of the body. The incident brought impact to the patient's mind and body, and brought a negative reputation to the hospital. As per follow up information received on 11aug2022, customer used saline and paraffin.

Manufacturer narrative:
The reported event was confirmed ¿ user related. Based on the reported event, the failure is due to user error. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was performed emergency surgery due to a fracture of the right femur on (B)(6) 2022. The urinary catheter was indwelled before the operation. Before the operation, the outer packaging of the urinary catheter was checked to be intact. After lubricating the urinary catheter with paraffin cotton balls, the operation began. The catheterization process was smooth, and the drainage of urine was good. 25ml of normal saline was injected into the balloon to fix the urinary catheter. The volume of the balloon was about 30ml. Patient returned to the ward after surgery. On (B)(6), the doctor ordered to remove the urinary catheter, when the nurse used a syringe to extract the fluid in the balloon, it was found that the liquid could not be drained out and the catheter could not be removed even though with several attempts. Finally, the patient was returned to the operating room, and the urologist used a ureteroscope to pull it out of the body. The incident brought impact to the patient's mind and body, and brought a negative reputation to the hospital. As per follow up information received on 11aug2022, customer used saline and paraffin. Per follow up information received on 12aug2022, saline was used to inflate the balloon and paraffin was used as a lubricant for the catheter.